Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an inspection fse had found the unit and found nothing wrong in it. Actually fse couldn't notice any burning smell after the unit for over an hour. After that the fse had performed a full calibration and tested the unit. The product had passed all the functional/safety testing. The unit was returned to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that while in use on patient, the cardiosave intra-aortic balloon pump (iabp) unit has burning smell. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.